Event description:
Pulse generator replacement for routine battery change (eri). The device subsequently tested out of specification during MFR's analysis. No patient complications have been reported as a result of this event.